Manufacturer narrative:
Analysis was unable to verify battery out limit alarm due to no button response. The insulin pump was received no button response (act) due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, stained end cap sticker and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a battery out limit. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that alarm occurred after battery change. It was reported that the insulin pump received multiple battery out limit alarms. The insulin pump will be returned for analysis.